Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they had asked the patient to recharge the battery before coming to see the rep as the patient complained of a pull in their neck and was worried. When the rep checked the battery was not communicating with the clinician programmer at all. The rep then rang the helpline and whatever they did as per the helplines advice didn't work. However, the rep went to theatre and got the recharger and handset, the patient's battery was a 0% then. The rep recharged it to 80% and checked impedances and sent the patient home. Hence there was no problem with the battery it was just not recharged at all. There is no need to take this further and can be closed as the battery just needed to be charged.

Event description:
It was reported that the clinician communicator and implantable neurostimulator (ins) had connection issues and the nurse was having trouble interrogating the ins. Good connection between the tablet and communicator was established, but the communicator kept searching for the device without finding it. Troubleshooting was unable to resolve the issue. The patient was implanted on (B)(6) and their last recharging session was approximately on (B)(6). Therapy has not been turned on. It was suspected the ins battery might be depleted or that the battery had moved inside the pocket. It was suggested to charge the ins and try again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.